Manufacturer narrative:
Product event summary: analysis found that the display was not functioning. However, the display board part is no longer available. The epg was therefore returned to the customer unrepaired.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the ventricular dial was not working on the external pulse generator (epg). The epg was returned to the manufacturer for servicing. The event occurred during setup and prior to use so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.